Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection of the device observed no abnormality. The device was tested, and the customer¿s reported issue was confirmed. The camera head (serial: (B)(4)) was connected and the image projected for about 10 minutes, then an e22 error occurred, and the screen disappeared. Subsequently, the video connector re-connected, the device turned on, but no image was displayed. Camera head (serial:(B)(4)) displayed no image displayed. When connecting a test 4k camera head (same model), the image displayed appropriately without any issues. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that an ¿image blackout¿ occurred during cases using the 4k system¿. The problem was solved by restarting and removing the 4k autoclavable camera head from the 4k ultra high-definition camera control unit. No equipment was replaced as the therapeutic endoscopy sinus surgery procedure was completed using the same equipment. No death injury or harm was reported to olympus. The devices were inspected before use, no abnormalities were observed. The 4k hd camera control unit and 4k camera head were confirmed to be defective during use of the case. After further troubleshooting, the camera head was determined to be defective. The devices will be returned for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the device malfunction was not confirmed during evaluation but it is likely the event occurred from the camera head that the device was connected to at the time of the event. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.